Event description:
Pump reported to be set at 250 ml/hr with 1000 mls of normal saline using a buretrol set. The pump was reportedly found with the buretrol drip chamber collapsed and a solid column of air from the buretrol to the heparin lock. No alarms occurred. No pt injury resulted.